Event description:
It has been reported, that a twin roller pump had a delivering cardioplegia problem. The pump started but stopped after few minutes. The perfusionist used the hand crank to fill the patient (not effective). Then, the perfusionist stopped the cardioplegia after 3 minutes. The console was replaced by a sorin console. The intervention was done without problem. No clinical consequence was noticed when the patient woke up. (B)(4).

Manufacturer narrative:
A maquet field service engineer (fse) intervened on 05/28/2015: it seems that the level sensor is defective. No problem was found on the tpm. A new level sensor was ordered. The console was given to the biomedical staff for revision and repair. Problem was not reproducible so no correction is necessary. The data is being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.